Event description:
It was reported in clinic notes that the patient had high impedance at his last appointment. No replacement surgery has occurred to date. No additional or relevant information has been received to date.

Event description:
Product analysis was completed for the generator and lead. The generator performed according to functional specifications. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. During the visual analysis the connector ring quadfilar coil appeared to be broken approximately 1mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area on one of the broken coil strands as having evidence of a stress induced fracture with mechanical damage, fine pitting and evidence of a stress induced fracture which most likely completed the fracture. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Note that since the electrode array section was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional information has been received to date.

Event description:
The patient¿s device was replaced due to high impedance. During the surgery, it was reported that the previous electrodes could not be removed due to tissue around the vagal nerve. Per the surgeon, the cause of the scar tissue was believed to be a side effect of surgery. During surgery, it was noted that one of the electrodes had migrated off. The lead was received into livanova. Product analysis is pending. No additional information has been received.